Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker. The balloon was loosely folded; there was no blood on or in the device. An inflation device filled with water was connected to the hub of the device. The device was inflated to rated burst pressure for five (5) minutes. The device maintained pressure with no indication of any leaks or anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "to reduce the potential for vessel damage, the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the stenosis." (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 30x2.75mm target lesion was located in the severely calcified right coronary artery (rca). A 4.0mm x 8mm quantum maverick balloon catheter was selected for use and advanced to post dilate the lesion. The balloon was inflated twice; however, upon the 3rd inflation, the balloon ruptured at 18 atmospheres. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 30x2.75mm target lesion was located in the severely calcified right coronary artery (rca). A 4.0mm x 8mm quantum¿ maverick¿ balloon catheter was selected for use and advanced to post dilate the lesion. The balloon was inflated twice; however, upon the 3rd inflation, the balloon ruptured at 18 atmospheres. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.